Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('full hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed in (B)(6) 2015. The reporter considered hysterectomy to be related to essure. The reporter commented: patient's husband is questioning over the hysterectomy if there is a mesh in his wife, as he feels something during sexual intercourse. Concerning the injuries reported in this case, the following one/ones were received via social media: hysterectomy . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('full hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: patient's husband is questioning over the hysterectomy if there is a mesh in his wife, as he feels something during sexual intercourse. Concerning the injuries reported in this case, the following one/ones were received via social media: hysterectomy. Quality-safety evaluation of ptc: unable to confim complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: social media received- new reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.